Manufacturer narrative:
(B)(4). Medical product: nexgen prolong femoral component, catalog #: 00596001551, lot #: 60537769; nexgen articular surface, catalog #: 00596404010, lot #: 60849988; nexgen all polyethylene patella, catalog #: 00597206535, lot #: 60850929. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibial loosening after a knee arthroplasty procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Foreign source- (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per package insert, loosening and damage of the prosthetic knee components are some of the known adverse of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05370.